Event description:
It was reported that during an attempted implant, the physician repositioned the right ventricular (rv) lead several times to find the most suitable site, however after multiple attempts, the helix of the rv lead would no longer extend. The rv lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted that the helix is bent and stretched but still functions within specification.